Event description:
A family member reported that the ok and down arrow keypad buttons have been slow to respond over the past two months. She stated that the patient wears the pump in a case, and does not clean the pump.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 08/13/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation confirmed that the ok and down arrow keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. Evaluation revealed that the down arrow button key contact was misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.